Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update: 08/10/2016 medical records received. After review of the medical records for MDR reportability the patient was revised to address acetabular loosening. The revision surgery notes reported a cyst, corrosion debris on taper. Stem reported on com-(B)(4). The complaint was updated on: 09/02/2016.